Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one syringe 20ml ll bns was found experiencing scale marking issues before use. The following has been provided by the initial reporter: it was reported that scale markings are crooked and missing.

Event description:
It has been reported that one syringe 20ml ll bns was found experiencing scale marking issues before use. The following has been provided by the initial reporter: it was reported that scale markings are crooked and missing.

Manufacturer narrative:
Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows part of syringe barrel. The barrel appears to have print on the barrel which is skewed and is not straight. Skewed print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was not able to be performed on the batches associated with this investigation as the batch numbers were not known.